Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had hospitalized on (B)(6) 2021 due to diabetic ketoacidosis and high blood glucose level. Blood glucose level at the time of hospitalization was 500 mg/dl and the current blood glucose level was 229 mg/dl. The reported symptoms at the time of hospitalization like feeling sick, vomiting. Customer had been using insulin pump within 48 hours of reported. The auto mode feature was active at the time of incident. Customer treated by using manual injections and insulin pump. The ketones test was performed and resulted to be high ketones. The troubleshooting was performed. The insulin pump will not be returned for analysis.